Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy following a recent trauma. Diagnostics revealed high impedances on one lead. As a result, surgical intervention was undertaken, wherein the second lead was pulled out. The bilateral leads were explanted and replaced during the procedure.